Event description:
It was reported that a homechoice automated pd set with cassette had air in the patient line. During troubleshooting with a technical service representative (tsr), the home patient (hp) stated that they noticed air gaps in the line. It is unknown if the line was properly primed prior to patient connection. There was nothing unusual noted with the setup that would cause or contribute to the air. The tsr advised the hp to start over with new supplies. There was no patient injury or adverse event associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.